Manufacturer narrative:
Physician indicated device operated normally. No errors of built-in test performed at system start-up were noted. Subsequent verification testing of the device by csa medical also confirmed the device was performing normally. Physician indicated he believed cryospray to be related to the event. Pt had been previously treated with cryospray using a different technology/product and had similar pneumoperitoneum event. Due to pre-existing condition (stricture), the physician used the device without the active suction, outside the cleared indication and instructions/training; no instructions or training exist for use of the csa system without the active suction system.

Event description:
Pt presented to scheduled. Esophagogastroduodenoscopy (egd) for cryospray treatment of a t2n0m0 adenocarcinoma on (B) (6) 2010. Due to existing narrowing of the esophageal lumen from previous therapy, the active suction tube could not be placed to facilitate venting. A pre-existing peg (percutaneous endoscopic gastrostomy) was instead utilized for venting. The pt experienced no abdominal distention during cryotherapy treatment. Four days later, the pt developed abdominal pain and a CT showed pneumoperitoneum. Pt was hospitalized for nine days and non-surgical management was successful with bowel rest and antibiotics.